Event description:
It was reported by service report that the fowler was stuck and could not be brought down electrically or mechanically. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler bearing support.